Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Not available by hospital after the case.

Event description:
T2 kids flexible nail broke during insertion into redial canal.

Manufacturer narrative:
The reported event that flexible nail, pre-curved t2 kids ø2.0x300 mm was alleged broken, could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
T2 kids flexible nail broke during insertion into redial canal. Update 5/31/18, rep reported that case was resolved by using a 1/3 tubular plate instead of a nail.